Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. Arterial pressure alarms occurred at the start of a routine hemodialysis treatment. Efforts to troubleshoot the alarm were unsuccessful. Rinseback of the arterial line was not performed due to clotting, resulting in an estimated blood loss of 20cc. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to the operator not performing rinseback in a timely manner. The user's guide instructs the operator to promptly rinseback the patient's blood in the event of an unrecoverable alarm. The disposable cartridge was not available for evaluation. The cycler treatment log file was reviewed and indicated that multiple arterial pressure and arterial air alarms occurred at the start of the treatment. The user's guide contains probable causes for alarms and appropriate instructions for alarm recovery. The occurrence of both arterial pressure and arterial air alarms is clearly indicative of inadequate vascular flow to support the commanded pump rate. There is no evidence of a device malfunction. A direct correlation between nxstage system and the reported blood loss cannot be established. Facility staff has been notified. Nxstage medical considers this report closed. No additional information will be provided.